Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. No button error alarms noted. Unit had broken belt clip slot, cracked battery tube threads, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The insulin pump alarmed button error after the battery was removed. Customer's blood glucose level was 452 mg/dl. The customer treated their blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.